Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nodules in the lungs while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged nodules in the lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed an unknown dust contamination on the blower seal, top of blower box, and on the inside of enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer as not able to address the symptoms specified and they can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.